Event description:
In 2009, the patient reported that for the past 2 months she has noticed the piston rod of her insulin infusion device is "sticking" when it tries to return. She is concerned this may be affecting her blood glucose as she has had elevated readings for the past couple of days of 400 mg/dl. Symptoms were fatigue and nausea and she corrected her blood glucose by giving herself insulin via injection. She stated her device did not give any alarms or alerts. To troubleshoot, the patient disconnected from her infusion headset and bolused but no insulin came out of the tubing. She said she then switched to her backup infusion device and her blood glucose has returned to her normal levels. The patient stated she changes her insulin cartridge and infusion set every 1-2 weeks and has never changed her adapter. The patient was advised to change her infusion headset every 3 days, her cartridge and infusion set tubing every 6 days, and the adapter every 10th cartridge change. The patient stated she does not attach the adapter and tubing to the cartridge prior to inserting it. The proper procedure for changing the cartridge was reviewed with the patient. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.